Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Upon insertion, the patient experience bleeding for more than three minutes. It was reported that the patient was taking blood thinner medication (eliquis 5 mg; apixaban) when the event occurred. The patient wet to the hospital and the bleeding could not be stopped for 1 hour , so they applied pressure bandage for 1 hour and then made 2 stitches to stop the bleeding. At the time of the report the patient was feeling good. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.